Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had air bubbles in the reservoir or tubing. The air bubbles occurred right after the customer filled the reservoir. Customer's mother stated that they stored the insulin in room temperature and handled it correctly. Customer's mother discussed this issue with their health care professional. Customer's mother stated that the pump was not rewound with the reservoir in place and the customer was unable to perform the high pressure test. Customer's mother will use the reservoir with another lot and discuss the issue with the health care professional. Customer's mother stated that they will call back.